Manufacturer narrative:
An a33 alarm during prime/a33 test at 4 lbs due to faulty fsr(gold). The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed during prime. Customer's blood glucose was 125 mg/dl. The device was not dropped or bumped prior to the alarm occurring. The drive support appeared to be normal and does not recall pressing it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information.